Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that battery was failed no delivery was occurred. Blood glucose was 289mg/dl,180mg/dl and treated with 30mg per dl per unit as a corrected bolus. Troubleshooting was performed. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm, no unexpected battery power loss and no low battery test alarm noted during test.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is may 06, 2018.